Manufacturer narrative:
(B)(4) date sent: 2/19/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Staples deployed & stapler cutted or did the device start to deploy staples and cut but could not be completed? Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Normal formed staples were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Staple line complete did the device cut the tissue? Yes if the device cut, was the cut line complete? Yes how was the issue addressed? Is the current patient status known? No at the moment, but fine right after re-intervention was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, re-intervention at d-4 sales rep provided a vague event description and no further feedback has been provided. We asked the customer to provide additional information about the incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, an anastomotic fistula that required surgical reoperation at d+4.